Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump malfunctioned. The specific device issue was not provided. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The previous pump was replaced ant the reservoir was repositioned due to it migrated to the right groin. The patient was discharged with no further complications.